Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump was monitored and no flashing medtronic logo noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 31-aug-2024, there is no bolus delivery noted. However, multiple alarms was noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 31-aug-2024 in the formatted history file. Pump error 53 alarm (file number: 32109 line number: 228 and file number: 2005 line number: 5632) was found on: (B)(6) 2024 00:33:48.000 to (B)(6) 2024 00:40:22.000, (B)(6) 2024 02:24:56.000 to (B)(6) 2024 02:42:07.000, (B)(6) 2024 03:00:03.000 to (B)(6) 2024 03:59:29.000 and (B)(6) 2024 04:00:04.000. Pump error 53 alarm (file number: 32109 line number: 228 and file number: 2005 line number: 5632) was confirmed, suspected on sw. Pump error 4 alarm was found on: (B)(6) 2024 00:00:01.000 to (B)(6) 2024 00:00:01.000 and (B)(6) 2024 01:00:17.000 to (B)(6) 2024 01:24:17.000. Pump error 3 alarm (file number: 2002 line number: 2803) was found on: (B)(6) 2024 00:34:02.000 and (B)(6) 2024 00:40:24.000. Pump error 4 alarm and pump error 3 alarm (file number: 2002 line number: 2803) were confirmed, suspected on hw. Pump error 24 alarm (file number: 33 line number: 2061) was found on: (B)(6) 2024 00:39:00.000, (B)(6) 2024 00:43:00.000 and (B)(6) 2024 01:33:00.000. Pump error 24 alarm (file number: 33 line number: 2061) was confirmed, suspected on hw. Pump error 68 alarm was found on: (B)(6) 2024 01:24:55.000 and (B)(6) 2024 04:14:03.000. Pump error 49 alarm was found on: (B)(6) 2024 01:24:55.000, (B)(6) 2024 04:14:04.000 and (B)(6) 2024 04:14:28.000. Pump error 23 alarm was found on: (B)(6) 2024 04:14:48.000, (B)(6) 2024 04:16:45.000 and (B)(6) 2024 04:19:03.000. Power loss alarm was found on: (B)(6) 2024 04:15:05.000, (B)(6) 2024 04:15:16.000, (B)(6) 2024 04:17:04.000, (B)(6) 2024 04:17:15.000, (B)(6) 2024 04:19:21.000 and (B)(6) 2024 04:19:32.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 00:00:04.000 to (B)(6) 2024 00:50:28.000, (B)(6) 2024 01:02:30.000 to (B)(6) 2024 01:50:02.000, (B)(6) 2024 02:00:00.000 to (B)(6) 2024 02:59:40.000, (B)(6) 2024 03:00:06.000 to (B)(6) 2024 03:59:42.000 and (B)(6) 2024 04:00:07.000. Low battery alert was found on: (B)(6) 2024 00:00:04.000 to (B)(6) 2024 00:32:14.000 and (B)(6) 2024 01:03:20.000 to (B)(6) 2024 01:18:16.000. Replace battery alert was found on: (B)(6) 2024 00:01:40.000 to (B)(6) 2024 00:40:27.000, (B)(6) 2024 01:04:16.000 to (B)(6) 2024 01:21:03.000, (B)(6) 2024 02:00:00.000, (B)(6) 2024 02:43:00.000 and (B)(6) 2024 02:44:38.000. Replace battery now alarm was found on: (B)(6) 2024 01:10:09.000 to (B)(6) 2024 01:43:00.000. Insert battery alarm was found on: (B)(6) 2024 03:30:37.000 and (B)(6) 2024 04:02:58.000 to (B)(6) 2024 04:18:51.000. Insert battery alarm was expected since the battery was removed from the pump. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during the testing. The pump was monitored for several days, re-programed with multiple basal/bolus deliveries and all basal/bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In conclusion, failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were not confirmed. No battery related anomalies or hardware anomalies related to battery depletion noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.60 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for flashing medtronic logo was not confirmed. However, pump error 53 alarm (file number: 32109 line number: 228 and file number: 2005 line number: 5632) was confirmed according in the formatted history file, suspected on sw. Also, pump error 4 alarm, pump error 3 alarm (file number: 2002 line number: 2803) and pump error 24 alarm (file number: 33 line number: 2061) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, emergency room visit, and hospitalization overnight stay. The customer reported a blood glucose value of 400 mg/dl when admitted to the hospital. The customer reported the following led up to the event had no troubleshooting identified. The event involved product(s) mmt-1711kl. The customer reported a flashing medtronic logo on the screen that was not a single flash. The customer reported physical damage crack or scratch on the pump not related to the retainer ring. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. The customer stated that the pump not working. No further patient complications were reported. Mmt-1711kl was requested and the customer response was the device will be returned.